Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd891796 and gd891788 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from a nurse of peritonitis in a patient coincident with dianeal ambuflex therapy for peritoneal dialysis (pd). At the time of this report the patient was no longer doing therapy with dianeal ambuflex. During a call with the baxter customer service, the following information was provided. On an unknown date, the patient developed a boil on his head and did not seek treatment for it. On an unknown date, the patient developed an infection from the boil which spread to his nose and other unspecified parts of his body. On (B)(6) 2012, the patient was hospitalized for the infection from the boil. During hospitalization, the patient was diagnosed with septicemia and peritonitis. On an unknown date during the hospitalization, the patient's pd catheter was removed, and he was started on hemodialysis. On (B)(6) 2012, the patient was discharged from the hospital. Per the nurse, the peritonitis was not caused by a break in aseptic technique. Treatment information was not reported. The patient was recovering from the events. Per the nurse, the events were not related to dianeal solution, baxter devices or the disposable products and instead were caused by the boil that was left untreated.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.